Event description:
It was noticed during inservice that the drill guide was bent. It was replaced by another drill guide from the samples.

Manufacturer narrative:
Investigation in progress but not yet complete.